Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed and no anomalies were found. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that while testing the lead on flat surface prior to implant, the active fixation mechanism did not advance with up to 8-9 turns only to jump out after this was repeated 3 times with the same occurrence. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.